Event description:
It was reported that the customer had moisture in the reservoir compartment. Customer stated that she had used 2 replacement reservoirs. Customer just received new reservoir materials and the same issue occurred again. Customer stated that the leak was past the 2nd o-ring. Customer is a new user and started to use the pump about 2 months ago. Customer's insertion technique was reviewed. Customer confirmed that she was still tilting the plunger during filling reservoir process. Customer was advised against tilting the plunger during the filling process because this can force a leak path. Customer confirmed that her nurse explained the filling reservoir process this way. Customer was advised to revert to a back-up plan if it was needed until the replacement reservoir will be delivered. Customer's blood glucose level was 280 mg/dl at the time of the call. Customer will return 1 used reservoir and 2 sealed reservoirs. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-46025.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.